Event description:
It was reported that during a lap gastrectomy, unable to place clips on the jaw properly. Staples were unformed. Another device was used to complete the case. There were no adverse consequence to the patient.